Event description:
It was reported that this right ventricular (rv) lead showed what appears to be loss of capture (loc) as there was intermittent ventricular pacing with ventricular sensing afterwards and there was not consistent t wave after the ventricular pace. Also pacing thresholds were, at time, higher than programmed output. The rv lead remains in service, but further analysis was recommended. Additional information was received mentioning under sensing was observed followed by a ventricular pace at an atrial tachy response (atr) episode. Reprogramming options were suggested for this rv lead that remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.